Manufacturer narrative:
This product was received for evaluation and the reported failure was confirmed by tech services. Replaced faulty lcd. Monitor passed electrical safety test and returned device to customer. This MDR is being filed as result of a retrospective review.

Event description:
The customer reported that during a patient procedure, using a gs pgvl video monitor, the device would not show the image at all. A ten minute delay in the procedure occurred as a back-up gvl device was obtained. No harm to patient or user was reported.